Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was on tachy mode off. Boston scientific technical services (ts) stated that it could be on hospice or the patient received shock inappropriately. Additional information was requested but no further information was received. This crt-d remains in service. No adverse patient effects were reported.